Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged post implant operation. The lead was explanted due to patient anatomy. No further information was available.